Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit powered on with an electrical test code fail #50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. A getinge field service engineer (fse) ordered a new motor control pcb per service manual. Disassembled the unit and replaced the motor control board. Performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.